Manufacturer narrative:
Date of event: exact date unknown, event occurred last (B)(6) 2022.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was moved to the abdomen. The patient was doing well postoperatively.